Event description:
A customer stated that they are having problems seeing the "hundreds unit on the display. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.